Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and the failure mode was not able to be replicated. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, and material controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the header cap threads during treatment. Estimated blood loss was 1cc. Patient had no ill effects. Actual sample was discarded; a companion sample of the same lot number is available.